Event description:
The physician reports that the crystalens was damaged during loading into the amo silver series lens injector system. No further details were provided. Additional information has been requested from the health care professional.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.